Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. The device history review for the product horizon ti ml 6/cart 120/box lot# 73f2200492 investigation did not show issues related to the complaint.

Event description:
Reported issue: product is not clipping properly causing excessive use of clips.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: product is not clipping properly causing excessive use of clips.